Event description:
It was reported that the procedure was to treat re-stenosis of a previously implanted 2.75 x 15 mm promus stent in a saphenous vein graft to the obtuse marginal (om1) and obtuse marginal 2 (om2). The graft was pre-treated with nitroglycerin, adenosine and diltiazem. Intravascular ultrasound (ivus) was performed. A non-abbott filter wire was advanced with difficulty through the tortuous stented graft, with the help of a buddy wire. A 2.75 x 26 mm non-abbott stent was direct-stented in the graft. Thrombosis was noted which was removed with thrombectomy. A subsequent angiography showed good results. The filter catheter was advanced to remove the filter; however, during advancement, resistance was met with the stented segment. The filter catheter was exchanged for an angled tip, but still could not be advanced. A buddy wire was also advanced, but was unsuccessful. The guide catheter was then deep-seated, but the filter could not be removed. The filter retrieval catheter was then advanced far distally to pull the filter into the catheter, but this was not successful, and became stuck with the stented segment causing the stents to accordion. A snare device was used to remove a fragment of the filter. A cat scan was performed. It was noted that a small fragment of the filter wire remained in the aorta. No other treatment was performed for the accordioned stents, or the fragment of wire that remained in the anatomy. At the end of the procedure, the patient was throwing up blood. He experienced paroxysmal atrial fibrillation which was consistence with his earlier hospital course. The patient was taken for further care in recovery in the intensive care unit. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.